Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter inappropriately displayed message ¿hi¿ messages. The complaint was classified based on the customer care advocate (cca) documentation following reviews of the call by a senior cca and a medical surveillance specialist. The patient reported that starting on (B)(6) 2019, the meter¿s display ¿hi¿ messages, interspersed with what the patient considered ¿good readings¿. It was not established what medication, if any the patient takes for the long term management of diabetes; he stated that at the time of obtaining the messages, he did not take any medication. He reported that after obtaining the hi messages, he ate less food. He reported that about an hour later, at 10pm on (B)(6) 2019, he began ¿sweating badly¿ and ¿couldn¿t think straight¿. He reported that he was taken to the emergency room (ER) where a blood glucose result of 39 mg/dl was obtained on the emergency room/hospital meter. No further medical intervention was reported by the patient. During troubleshooting, the cca established that the meter was not being used for the first time. The cca noted that the patient¿s testing technique was incorrect as he had used hand sanitizer to clean his hands prior to testing, rather than soap and water. It was further noted that the patient¿s test strips had expired in june 2017. Education on the correct testing technique and test strip expiry were provided by the cca and the patient obtained a reading; however, this was using the expired test strips, which were the only ones he had available. The patient was advised to contact his pharmacy who, the patient advised, had supplied the out-of-date test strips only the previous week. This complaint is being reported because the patient reportedly developed a sign and symptoms suggestive of a serious injury adverse event, i.e. A blood glucose result of 39mg/dl and symptoms of sweating and couldn¿t think straight, after obtaining hi results on the meter while using expired test strips.